Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that his olympus high-definition lcd monitor was not powering up during use. Additional details relating to the patient and the event have been requested. But the customer only confirmed, that the device was inspected prior to use. No other information was provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The subject device would not start up during testing, due to a damaged printed circuit board. Additionally, there were scratches found on the screen. If additional information becomes available following the device evaluation, a supplemental report will be filed.